Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Event description:
Same case as MFR report #: 2134265-2010-00683, -00684, -00699. It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The lesions being treated were located in the left anterior descending (lad) artery and the obtuse marginal (om). The physician asked for a 'liberte stent' and was handed a taxus liberte stent. This occurred four times. The physician implanted a 2.75x12mm, 2.75x8mm, and 2.5x8mm taxus liberte stent in the obtuse marginal and a 3.0x12mm taxus liberte stent in the lad, medications given included: angiomax, aspirin, plavix, and nitroglycerin. The patient was prescribed plavix. No patient complications were reported. Patient's status reported as "fine".